Manufacturer narrative:
The complaint of premature battery depletion was not confirmed. The analysis indicated that the autocapture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The device was received in eri mode that was possibly reached due to change in temperature because if was explanted. Analysis performed, in nominal settings, including electrical testing at various outputs, did not find any anomalies except voltage being at eri. The device was implanted for 9.56 years which exceeded the device¿s 8.91 year projected longevity based on field settings and is considered normal battery depletion.

Event description:
During follow up, the longevity of the device was noted to be less than three months and premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Event description:
During follow up, the longevity of the device was noted to be less than three months and premature battery depletion was suspected.